Event description:
The hosp reported that at the end of the saphenous vein harvesting procedure, the cone tip form the vasoview concial dissection cannula broke inside patient's leg at the stab site. The surgeon removed the cone tip with their fingertips. No patient complications were reported.